Manufacturer narrative:
The computer 9735368 zeppelin embedded (lot# 1965433) was returned and analysis found a software failure. The computer booted normally to the application screen. Confirmed there were no surgeon profiles in the ent program. No black screens were observed. The seatools long test had no errors. Caine-disk was ok with 0 bad sectors. Memtest86 had no errors. The computer passed phd testing (B)(6) 2019. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. After replacement, the system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when trying to load a disc, the screen when black. The user had to perform a hard shut down. When turning the system back on, there were no surgeon profiles, and new surgeon profiles were unable to be created, so the site could not advance in the software. This issue was noted outside of a procedure, and there was no patient involvement. A manufacturer representative went to the site to troubleshoot and confirmed the reported issue. The manufacturer representative uninstalled and reloaded the software without resolve of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer boots normally to the application screen. Seatools long test-no errors. Caine-disk is ok, 0 bad sectors. Memtest86-no errors. The computer passed phd testing 19-apr-2019. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.